Manufacturer narrative:
Follow-up #1 date of submission 04/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings:no damage was observed to the battery compartment or battery cap. No evidence of moisture ingress was found in the battery compartment. The battery cap secured properly to the pump. The battery cap was loosened a full turn without causing a power loss. The battery cap contact measurements were within specifications. The pump case was removed and no defects were found to the internal power circuits. No defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump intermittently lost power and then emitted no delivery warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.